Event description:
New information reported that noise was observed on the lead as well. It was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found damage to the lead consistent with clavicular crush. Insulation damage was found at 19.2 to 19.4cm from the connector pin. A bend in the outer coil caused a breach of insulation at 27.3 to 27.5cm from the connector pin. The damages found are likely the cause of the reported electrical issues.

Event description:
It was reported that during routine follow-up, the right ventricular lead exhibited low impedance. X-ray imaging showed that the lead was in contact with a previously capped lead. Lead replacement would be scheduled.